Event description:
Reporter stated customer tested 5.4 inr on the coaguchek xs system while a comparison lab returned as 3.9 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).